Manufacturer narrative:
Unit serial number (B)(6). Handpiece/sterimate lot number 202109. Handpiece cable lot number 04240. Repair tech: (B)(6). Qa: (B)(6). Root cause: 000/no fault found the customer has stated that they could not replicate the problem. The only problem that was found during testing was debris build up in the water filter. Furthermore, the power and vibration of the unit itself is up to date to manufacturing standards. Foot pedal is up to date to manufacture specs and the foot pedal positions are in working order to manufactured specs. Water pressure is up to the manufactured specs and no leaks throughout the unit itself and no leaks throughout the water supply hose and the handpiece cable and the sterimate/handpiece. Please always inspect all used inserts that are dentsply sirona inserts. Make sure that the inserts are not worn or damaged or clogged and or bent. Please check any loose connections when plugin the components into the unit itself. Tech replaced damaged/worn components and recalibrated unit to factory specs.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron select sps g124, they allege that they cannot adjust the water flow and the handpiece gets very hot; no injury resulted.